Event description:
It was reported that review of an asymptomatic patients records showed several instances of right ventricular lead noise over an eight month span. The noise could not be reproduced. A lead issue was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.